Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient returned the batteries for a unknown reason. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion : the 14v battery was returned for analysis with no reported event and no log files were submitted for review; however, a brown residue was observed on one of the battery contacts. The fuel gauge parameters were reviewed and were found to be consistent with the expected specification. The 14v battery underwent a charge/discharge test and functioned as intended. When placed in the universal battery charger, the battery was accepted for charge and there were no atypical alarms. The 14v battery was tested with a test system controller and clips and was able to support pump function as intended. The observed residue did not affect the battery¿s ability to function as intended. The root cause for the observed brown residue was not determined through this analysis.